Event description:
Problem when the icp line was placed; the unit's normal practice is to place steri strips around the red depth indicator. It appeared that the catheter wasn't secured adequately by tightening connection and although the tape was on the red depth indicator, the red depth indicator was actually outside of the strain relief sheath. An icp reading of 60 was recorded and the patient was given mannitol and taken to the CT scan before they picked up on the fact that catheter was not in the brain. The sales representative was told the patient was stable. The sales representative has scheduled a visit to the hospital to gather more information.